Event description:
A surgeon reported that he had a colleague who had previously reported an event of during an intraocular lens (iol) implant surgery, the lens shot into the pt's eye while the surgeon was trying to position it, before releasing the lens from the injector. This resulted in a posterior capsule tear and vitreous in the anterior chamber. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the similar event experienced by the physician's colleague. The report from the first surgeon was previously reported under MFR report# 1119421-2013-00444.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).